Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to this failure mode, the IFU provides several instructions that should minimize this failure mode. The IFU also states the risks associated with this failure mode. The IFU states under the warnings and precautions section that "inaccurate placement and/or incomplete sealing of the zenith fex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." Also, "inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endoprosthesis may require surgical intervention." In the directions for use, the physician is instructed to check the position of the contralateral limb radiopaque marker and the location of the renal arteries prior to deployment. Initial repair was performed in 2008. With the info provided, the complaint was trended as inaccurate deployment. It is possible that tortuous anatomy and/or inaccurate deployment contributed to the endoleak. Without images or add'l detail it is difficult to determine the etiology of the endoleak. With the info provided, there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the endoleak. We will notify the appropriate personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated and no add'l actions are required at this time.

Event description:
A pt underwent aaa repair in 2008. The pt received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. In 2009, the pt underwent a secondary intervention due to an endo leak. The pt had a tortuous anatomy; however, the area representatives stated that he believed this to not be a contributing factor. He believes the initial device was landed outside the seal zone. The current status of the pt is unk.